Event description:
The customer reported that the rotator broke during use at 900 psi while connected to an arterial catheter. No harm or injury was reported. The customer reported that this occurred twice. However, no add'l info or clinical details were provided by the customer for the second event. The customer is also not expected to return any devices for eval. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: no suspect devices are expected to be returned for eval. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. Based off of similar complaints it is suspected that the rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Correction actions have been implemented to address this typed of failure. This lot was built prior to implementation of the noted corrective actions. Eval: method: eval based off of similar complaints, device history record was reviewed.